Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on a minicap extended life pd transfer set. It was further described as ¿a partial separation between main body and female connector¿. This happened in the fourth connection during use for peritoneal dialysis therapy. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a separation between the female connector and main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.